Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump had no physical damage or defects noted on the device. The ehl review did not confirm if there was a low occlusion pressure alarm. The measured occlusion detection pressure was close to the lower limit, but the device was within specification standard range and had no abnormalities when observed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative preventatively recalibrated the occlusion pressure of the occlusion detection sensor, and the pump passed all functional tests and performed as intended.

Event description:
It was reported that there was a blockage alarm that would not stop. This event occurred occurred before patient use/during priming. There was no patient involvement.